Event description:
It was reported that the patient presented for a generator replacement and explant of the right atrial (ra) lead due to noise oversensing, pacing inhibition, and automatic mode switching. During the procedure, insulation damage was observed on the right ventricular (rv) lead. Both the ra and rv leads were explanted and successfully replaced. The patient remained stable throughout.